Manufacturer narrative:
(B)(4). Batch #u5ak1j. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances with a gst60b reload present. The reload was received damaged and fully fired with the pan detached and found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, the device locked out on the first attempt. A similar device was used to complete the case with no patient consequences.